Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels reaching 180 mg/dl. Reportedly, the cause was the pump. Bg was addressed via manual injections. The customer was instructed to consult with healthcare provider regarding bg level.